Manufacturer narrative:
Gmk-primary 02.07.2004l femur std cemented size 4 l lot. 120962. Lot 120962: (B)(4) manufactured and released on 11-may-2012. Expiration date: 2017-03-31. No anomalies found related to the problem. To date, (B)(4) of the same lot have been sold with no similar reported case during the period of review. Additional items involved in the event, batch review performed on (B)(6) 2023. Gmk-primary 02.07.0035rp patella resurfacing size 3 (k090988) lot. 121109. Lot 121109: (B)(4) manufactured and released on 23-may-2012. Expiration date: 2017-04-30. No anomalies found related to the problem. To date, (B)(4) of the same lot have been sold with no similar reported case during the period of review. Gmk-primary 02.07.1204l tibial tray fixed cemented size 4 l (k090988) lot. 121137. Lot 121137: (B)(4) manufactured and released on 30-may-2012. Expiration date: 2017-04-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported case during the period of review.

Event description:
At about 10 years and 5 months after primary, the patient came in reporting pain due to the loosening of femoral and patella implants and subsidence of tibial component. The cause is unknown. The surgeon revised to revision system and the surgery was completed successfully.